Event description:
It was reported that this patient received an inappropriate shock. Upon interrogation of this device myopotentials were seen on the electrocardiogram. The myopotentials were recreated with patient maneuvers. The device was reprogrammed from the secondary to the primary vector. Additional information received noted that the patient once again received an inappropriate shock without symptoms of an arrhythmia. No further changes were made. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock. Upon interrogation of this device myopotentials were seen on the electrocardiogram. The myopotentials were recreated with patient maneuvers. The device was reprogrammed from the secondary to the primary vector. Additional information received noted that the patient once again received an inappropriate shock without symptoms of an arrhythmia. No further changes were made. Additional information noted that myopotential oversensing was seen when performing patient exercises. The patient was educated on what movements to avoid. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock. Upon interrogation of this device myopotentials were seen on the electrocardiogram. The myopotentials were recreated with patient maneuvers. The device was reprogrammed from the secondary to the primary vector. Additional information received noted that the patient once again received an inappropriate shock without symptoms of an arrhythmia. No further changes were made. Additional information noted that myopotential oversensing was seen when performing patient exercises. The patient was educated on what movements to avoid. A review of follow up data from december 2020 in the alternate sensing vector showed small amplitudes but no noise and consistent sensing was demonstrated. Ts discussed possibly bring the patient back in for a more exhaustive assessment of the alternate sensing vector. Ts also discussed performing an x-ray to confirm a desired system position. Additional information provided noted that a follow up took place and arm movements created myopotentials in the secondary and primary sensing vector. The device programming was left as previously programmed and the patient was sent in for an x-ray. A review of the x-ray images by ts noted that there might be some opportunity to lower the device position which may eliminate myopotentials with arm movement. The device remains implanted. No adverse patient effects were reported.